Event description:
The haptic tore during the insertion of the lens into the patient's eye. The lens was removed and replaced.

Manufacturer narrative:
See MDR 1920664-2008-00034 for the delivery device used with this intraocular lens.